Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrode non-functional) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to an intermittent connection between the pulse wire in the cable connecting ECG "a and b" and the rear 1 therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.